Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has had wetness at the infusion set area. Pt stated removing the adhesive was not an issue. Pt reported her husband inserts the infusion set for and sometimes he has difficulty removing the box on top of the infusion set after inserting it. Pt stated, she noticed the infusion set leaking and wet but didn't think much about it. Pt reported a few times when she removed the infusion set, her infusion site would bleed. Pt reported she has experienced elevated readings for the past 3 weeks up to 300 mg/dl. Pt's normal blood glucose range is 125-150 mg/dl. Pt stated, she self treated by bolusing. Pt reported, her husband used the insertion assist plus device most of the time but sometimes would manually insert the infusion set. Pt discarded the alleged infusion sets. On callback on (B)(6) 2011, pt reported she is on injection therapy and her blood glucose remains elevated. Advised to let her doctor know. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.